Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultralink meter will not turn on when a test strip is inserted. On november 11, 2009, this medical affairs specialist contacted the patient's father to clarify information obtained during the initial call. However, the patient's father provided limited information. The patient tests more than 4 times per day and takes insulin via an insulin pump per the lfs meter readings. According the reporter, the power issue first occurred on original date at 10 am. Immediately after the power issue began, the patients blood glucose was tested on a backup meter at "246 mg/dl. "At that same time, the patient was given her usual novolog insulin dose. The patient reportedly was given food/drink by her parents as treatment. The patient reportedly did not have any symptoms. During the callback, the patient's father could not provide information as to why the patient was given food as treatment the same day and when the "246 mg/dl" reading was obtained. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter turned on with the power button pressed but not with the test strip inserted into the meter. This complaint is being reported due to the power issue. However, there is no evidence that the patient suffered a serious injury due to the reported issue, as the patient was asymptomatic. There is no indication that the patient was treated for any acute complication of diabetes at the time of concern. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.